Event description:
Prior to a pta procedure, it was noted that the guidewire was bent. The guidewire was not used for the procedure. Another wire was obtained to successfully complete the procedure. The pt is reported as 'fine'; no injuries or complications were reported.